Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of a right ventricular (rv) lead and right atrial (ra) lead the patient complained of chest pain. The patient experienced tamponade from perforation and continued to leak blood into the pericaradial sack. The leads were explantedand replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.